Event description:
Had my essure put in (B)(6) 2012. Been having extreme migraines, bloating, swelling, lower back pain, leg pain, my insides feels like they are being tied in knots, abdominal pain, heavy bleeding, and painful periods.